Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: trueisprint fidelisimplantable tachy lead. It was reported the patient received 75 inappropriate shocks due to false sensing. The lead was capped and replaced. No further patient complications were reported and the patient is now okay. Additional information received reported a lead fracture had been suspected. No conclusion can be drawn. Lead(s), fracture of, oversensing. Shock, inappropriate.

Event description:
It was reported the patient received 75 inappropriate shocks due to false sensing. The lead was capped and replaced. No further patient complications were reported and the patient is now okay. Additional information received reported a lead fracture had been suspected.